Manufacturer narrative:
Concomitant medical products: 479888, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) displayed invalid trend data. The device remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.